Manufacturer narrative:
The field representative later confirmed that the device was inadvertently sent for destruction at the hospital and cannot be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The explanted device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity, as observed in the patient's remote monitoring system. The patient presented to the hospital for a device check. The device was explanted and replaced the next day. No additional adverse patient effects were reported.